Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the circumflex artery. A 185cm moderate support straight pt2 guidewire was selected for use. However, during the procedure, the tip of the wire was fractured. It was noted that the location of the fracture was not where the tip was shaped. The fractured tip migrated to small distal branch. Physician did not attempt to snare the detached wire as it was safer for the patient to leave the tip. The procedure was completed and there were no further patient complications reported.

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the circumflex artery. A 185cm moderate support straight pt2 guidewire was selected for use. However, during the procedure, the tip of the wire was fractured. It was noted that the location of the fracture was not where the tip was shaped. The fractured tip migrated to small distal branch. Physician did not attempt to snare the detached wire as it was safer for the patient to leave the tip. The procedure was completed and there were no further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: pt 185cm moderate support straight was return for analysis. The unit returned has the tip kinked, as part of overall visual revision. The guidewire polymer tip was found fractured, approximately at 183.3 cm from the proximal end, the detached section was not returned. Besides, the distal tip was bent approximately at 182 cm from the proximal end. No more damages were found. The outer diameter of middle of the device and proximal section are within specifications.

Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the circumflex artery. A 185cm moderate support straight pt2 guidewire was selected for use. However, during the procedure, the tip of the wire was fractured. It was noted that the location of the fracture was not where the tip was shaped. The fractured tip migrated to small distal branch. Physician did not attempt to snare the detached wire as it was safer for the patient to leave the tip. The procedure was completed and there were no further patient complications reported.